Event description:
It was reported that after an ovariectomy on a cat, the pet returned to the clinic one day post-operation with an open abdomen due to suture lines breaking. The cat required additional surgery to resolve the issue, during which another suture was used. After the re-operation, the cat was fine. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.